Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. The product evaluation revealed the unit shows indication of normal usage/handling with minor wear. There is evidence of residue from unspecified take or label on face plate. The length of the page on face plate was measured at various increments along the entire range. It was concluded after the dimensional inspection of the screw length gage, the unit indicates the gage meets print specifications throughout the entire range of the page. This complaint is invalid.

Event description:
Screw rack measuring device out of the modular foot set is measuring incorrectly. When screws are being measured with the device they are measure 2 mm short.